Manufacturer narrative:
The clip remains in the patient. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip caught the chordae and was deployed with chordae. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 3+ with a posterior leaflet prolapse and long flail, posterior ruptured chordae. One mitraclip (cds0701-xtw, 10624r250) advanced, however the posterior leaflet became stuck on the clip arm. The clip was unable to be freed and was deployed at this location. There was some concern of valve distortion. The clip had been implanted, well seated at the a2/p2 mitral leaflets and the mr had been reduced to grade 2+-3+. Reportedly, the patients anatomy was not favorable for the mitraclip device with the cleft and chordae in other grasping areas. No additional clips were attempted. No additional information was provided regarding this issue.

Event description:
This report is being filed as the clip caught the chordae and was deployed with chordae. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 3+ with a posterior leaflet prolapse and long flail, posterior ruptured chordae. One mitraclip (cds0701-xtw, 10624r250) advanced, however the posterior leaflet became stuck on the clip arm. The clip was unable to be freed and was deployed at this location. There was some concern of valve distortion. The clip had been implanted, well seated at the a2/p2 mitral leaflets and the mr had been reduced to grade 2+-3+. Reportedly, the patients anatomy was not favorable for the mitraclip device with the cleft and chordae in other grasping areas. No additional clips were attempted. No additional information was provided regarding this issue.

Manufacturer narrative:
The clip remains in the patient. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause for the reported entrapment of device is patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of product issue with respect to manufacture, design or labeling.